Manufacturer narrative:
(B)(4). Evaluation, results/conclusion: (death). (Severly angulated aneurysm and thoracic aorta).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.8 cm thoracic aortic aneurysm approximately five months ago. The thoracic aorta measured 25 mm in diameter at the level of the left subclavian artery and it expanded to 35 mm above the aneurysm. The aneurysm and the distal thoracic aorta were severly angulated. The pt has a history of cad, diabetes, hypertension and copd. It was noted that post implant the pt returned to a nursing home. It was reported that the pt had fallen on an unk date and the humerus bone broke, which triggered a hypertensive episode and upper gi bleed. The pt was stabilized; the pressure dropped, and the pt was stabilized again. The physician stated that there was a hemorrhage related to the tevar. A camera was inserted into the esophagus where the physician noted that he saw 25-30 mm of aortic stent graft. It was reported that the pt expired.